Manufacturer narrative:
Philips investigated the reported complaint. According to the additional information collected, the patient was moved to another system to complete the procedure. It was reported to philips that the system could not start up. Upon checking with the customer, a quotation for evaluation and repair services was provided; however, the customer did not accept the quote, and it was subsequently cancelled. As a result, no service activities were performed by philips at that time, and no further information was received. Later, the issue recurred. To resolve the issue, a philips field service engineer (fse) replaced the mpd control unit under (B)(4). Following this action, the system was restored to service. The codes were updated based on investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.